Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was came to the clinic due to complaining of symptoms related t-wave oversensing (twos) post paced events. The patient was having symptoms with exertion. It was noted that the right ventricular (rv) lead has a history of twos resolved through programming sensing polarity and sensitivity. It was discussed to again adjust sensitivity and/or blanking to establish a margin against twos post pace. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.